Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it was discarded. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was not returned.

Event description:
During a bunion procedure, the screw driver tip broke off and was retained in the head of the screw. This occurred during final seating of the screw into the plate. The screw was seated fully and the break off portion of the driver tip was flush with the top of the screw, therefore it was left in the screw head by the surgeon. The surgeon was not upset, the case time was not delayed and no other patient impact was reported.